Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The reporter stated via phone call that the customer was hospitalized for the second time due to high blood glucose on with blood glucose of 900mg/dl. The customer's blood glucose level was 539mg/dl at the time of the call. The insulin pump will not be returned for analysis.